Manufacturer narrative:
Analysis and results: there is one previous complaint of this code batch regarding the same issue closed as confirmed. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have not received samples for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is a previous confirmed complaint of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.50 kgf in average and 0.41 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: we conclude that this complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinary user) reported that the needle became detached when opening the individual packaging. No further information has been received.